Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06944. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 concurrently with transvaginal hysterectomy, anterior/posterior colporrhaphy, enterocele repair, sacrospinous ligament fixation, colpopexy, paravaginal defect repair, cystourethroscopy, and tape placement in order to treat uterovaginal prolapse, rectocele, cystocele, and stress urinary incontinence. It was reported that the patient had severe post operative pain and was readmitted to the hospital on (B)(6) 2008 for a hematoma pressing on the bladder. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/18/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of graft and replacement with pinnacle vaginal suspension system on (B)(6) 2008 due to recurrent cystocele and recurrent vaginal cuff prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, constipation, incontinence, and frequency.

Event description:
It was reported that following insertion the patient experienced urinary tract infections, constipation, incontinence, and frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that on (B)(6) 2008 the patient underwent mesh revision and removal due to buckling and rolling of the mesh.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent excision of mesh graft, removal of stitch granuloma of perineum on (B)(6) 2013 due to mesh erosion, pelvic pain and mesh contracture. Patient underwent a mesh excision and repair on (B)(6) 2013 due to mesh exposure and erosion. No additional information was provided.